Manufacturer narrative:
(B)(4) suspect positive bi.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad cycle. It is unknown how long the bi was incubated for. The chemical indicator (ci) changed color correctly. The previous and subsequent bi results were both negative. It is unknown whether or not the affected load was recalled or reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure&#59442;4 biological indicators.

Manufacturer narrative:
It was learned that the load, which included urology instruments, was partially released. The customer confirmed that there were no patient injuries to report. Additional manufacturer narrative: asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), and product return and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. (B)(4). Trending analysis by lot number was reviewed from manufacture date to complaint open date (11/23/2015 to 4/18/2016) and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. The device was not returned and was not subject to product analysis. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification and DHR review found no anomalies that would contribute to a positive bi result. An issue with sterrad® performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The customer stated subsequent bi was negative for growth. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.